Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated the insulin pump was in her pocket. The customer's blood glucose was 10 mmol/l. The customer explained that the alarm occurred after delivering a bolus. The customer changed the battery but received the battery out limit alarm followed by the button error alarm again. The customer was advised that the insulin pump would be replaced. The customer was advised to discontinue use of the insulin pump. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms noted. Unable to confirm unexpected battery out limit alarms due to keypad anomaly. The insulin pump has cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during our visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.